Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the helix was blocked. The lead was not used and replaced by a different lead for implant. There were no patient complications reported as a result of this event.

Event description:
It was reported that during the implant attempt the lead failed to implant well because it would not pass. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.